Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra smart meter had a meter settings issue - displaying three dashes. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter settings issue first occurred on (B)(6) 2015 at 8:00am. The patient reported that she does not take any medications to manage her diabetes and at (B)(6) 2015 at 8:00am she stated that she ate less food and/or drink as a result of the alleged product issue. The patient stated that a half hour after the alleged issue began she developed the symptoms of "headache, lightheaded and frequent urination". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that it was not the first time the meter was being used, the correct testing steps were carried out and the test strips were stored correctly and not expired. After walking through a retest the issue was resolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.